Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what color and product code of reloads used? The device psee60a was used with a gold reload with code ecr60d. Can more information be provided about staple form issue on 3rd firing? After the first 10 mm of advancement of the knife, the tissue was pushed forward by the knife itself. So, for the remaining staple line, the staples have not been well-formed leaving the tissue open but cutted. Where on staple line was it noted to be slightly open? The staple line was open after the first 10 mm. What was the reason for the methylene test on the 4th day post-op? Despite an x-ray radiograph with negative results on the third day post-op, the surgeon suspected a fistula. For this reason he carried out the blue methylene test to verify, through the abdominal drainage positioned during the operation, the presence of a fistula. In fact, the blue was noticed in the drainage bag and the presence of the fistula was confirmed. After the patient was transferred, how was the issue addressed? The patient was transferred to a sepsis state; he was reoperated for the disinfection of the abdomen and placement of drainage. At the same time it was treated endoscopically for the placement of a stent in order to avoid the contact of food with the fistula. What is the current patient status? Currently the patient's state of health has improved, he has no fever for 4/5 days; he is still hospitalized and under close observation.

Event description:
It was reported that on (B)(6) 2018 the patient was subjected to a sleeve gastrectomy due to pathological obesity. During the surgery the stapler worked as intended for the first 2 activations. At the 3rd activation the clips didn't form as intended and the gastric end remained slightly open. The surgeon used a new stapler to suture the tissue previously not sutured. It was performed the blue methylene test and it passed. It was placed a drainage in proximity of the gastric end. The procedure was completed without any inconvenient. During the 3rd day post surgery it was performed a radiography with contrast, "gastrografin", and it was negative. During the 4th day after surgery the surgeon made a new test with methylene and some colored substances were detected that were due to a dehiscence. The patient as been transferred to another hospital.